Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on a report from the service department of (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the huge external force or pressure momentarily which was more than the recommended usage conditions (such as an accidental hard object hitting) applied to the subject device. It was surmised that it was unlikely to occur in the regular use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the damage of the two screws on the examination (xenon) lamp base plate (heat sink) of the subject device during the inspection for the repair at the service department of (B)(4). Those screws were stuck on the base plate (heat sink). There was no report of patient injury associated with this event.